Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient¿s battery was in overdischarge due to a patient compliance issue. The rep performed a trickle charge and reset the battery. They stated that the battery charged to over 50%, but it would not hold a charge. No symptoms were reported. No further complications were reported. Follow up was conducted. Additional information was received from the manufacture representative (rep) on (B)(6) 2018. The cause of the rapid battery depletion following the overdischarge was due to patient compliance. There were no actions taken. The battery went back into discharge, not overdischarge, and the patient was going to complete charging at home. This information was confirmed with the physician. Additional information was received from the rep on (B)(6) 2018 indicating that the battery was trickle charged. No further complications were reported/are anticipated.